Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a history of high capture thresholds on the right atrial lead (ra), this was noted at the 6-week post-operation follow-up in clinic. The lead was being monitored and the device was later programmed to vvi mode. Since the device was programmed to vvi, the patient developed pacemaker syndrome and experienced chest tightness, fatigue, and shortness of breath. The physician opted to explant and replace the ra lead on (B)(6) 2021. The patient was in stable condition pre and post procedure.